Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: 2009-(B)(6), product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: 2009-(B)(6), product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the stimulator was ¿non-functioning.¿ MRI guidelines were requested. The implanting physician was contacted for further information. The patient had not been seen by the physician since 2013-(B)(6) when they were trying to get her cleared for a new battery. At that time, the patient had an infection in her body (not specified where) and had not been cleared for surgery. They had last tried to do her surgery on 2013-(B)(6) to get a new battery in, as they were aware she needed a new battery. However, a new battery was not put in and they had not heard from the patient since. If additional information is obtained, a follow up report will be sent.